Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that after eating a snack, the patient's blood glucose levels rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (leg); the cannula also appeared bent upon removal. As treatment, a manual injection was delivered.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. Insulin was able to freely flow through the fluid path.